Event description:
It was reported that a user experienced prolonged hyperglycemia with highest reported glucose of 555 mg/dl and multiple high glucose alerts while using the ilet, with an expired sensor, insulin delivery stopped due to missing bg entry, and subsequent reconnection after a teflon infusion set change; the user performed multiple subcutaneous insulin injections as backup therapy and later reported improvement to approximately 110 mg/dl after a successful supply change. Symptoms included fatigue and positive ketone testing that was reported as high but improving. Outcomes included no hospitalization, no professional medical intervention, and resolution after troubleshooting and supply/site replacement. Investigation included technical support review, troubleshooting, and user education. Investigation of this case revealed that hyperglycemia resolved following replacement of the sensor and infusion set, suggesting insulin delivery interruption prior to the supply change. It was concluded that the event involved hyperglycemia of unclear cause with contributing factors including expired sensor, halted dosing due to missing bg entry, and probable infusion site or set issue that resolved after replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.